Manufacturer narrative:
Please note, evaluation codes were updated on 5 july 2018; specifically, ¿device code 1059 (bent)¿ which is now inactivated. ¿device code 2981 (material twisted)¿ has been used as a replacement for the inactivated ¿device code 1059 (bent)¿ and reflected as part of this q2 2018 alternative summary report submission. Not all devices were received for evaluation. In these cases, we were unable to confirm the reported needle mechanism failure through failure analysis investigation. All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: the 3088 (needle) - 1158 (failure to deploy); 142 (contamination by foreign material) - 23 (manufacturing deficiency): 3; 213 (no failure detected) - 67 (no problem detected): 8; 213 (no failure detected) - 4315 (cause not established): 17; 706 (assembly problem) - 23 (manufacturing deficiency): 4; 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 418; 3227 (power source problem) - 23 (manufacturing deficiency): 2; 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 17; 170 (manufacturing process problem - 706 (assembly problem) - 23 (manufacturing deficiency): 1; total: 470. The 3088 (needle) - 1158 (failure to deploy) - 2981 (material twisted); 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 4; total: 4. The 3088 (needle) - 1158 (failure to deploy) - 1354 (leak / splash); 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 1; total: 1. The 3088 (needle) - 1158 (failure to deploy) - 3026 (unintended movement); 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 3; total: 3. The 3088 (needle) - 1536 (retraction problem); 213 (no failure detected) - 4315 (cause not established): 1; 706 (assembly problem) - 23 (manufacturing deficiency): 1; 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 33; 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 1 total: 36. The 3088 (needle) - 1536 (retraction problem) - 2981 (material twisted); 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 1; total: 1. The 3088 (needle) - 2906 (activation, positioning or separation problem); 135 (degradation problem) - 23 (manufacturing deficiency): 1; 213 (no failure detected) - 67 (no problem detected): 2; 213 (no failure detected) - 4315 (cause not established): 23; 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 408; 3233 (results pending completion of evaluation) - 11 (conclusion not yet available): 15 total: 449. The 3088 (needle) - 2906 (activation, positioning or separation problem) - 2981 (material twisted); 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 7; total: 7. The 3088 (needle) - 2906 (activation, positioning or separation problem) - 1354 (leak / splash); 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 2; total: 2. The 3088 (needle) - 2906 (activation, positioning or separation problem) - 3026 (unintended movement). 3221 (no results available since no evaluation performed) - 11 (conclusion not yet available): 3. Total: 3. The 3190 (no information) - 170 (manufacturing process problem) - 706 (assembly problem) - 23 (manufacturing deficiency): 2; 3190 (no information) - 706 (assembly problem) - 23 (manufacturing deficiency): 2; total: 4. Exemption number: 2014031. Total number of events: 980.

Event description:
This report summarizes 1181 reported events. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Refer to (additional manufacturer narrative) for detailed breakdown of specific device codes compared to investigation findings. Of the 1181 total reported events, 980 are from quarter 2 of 2018. The remaining 201 reports contain supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: (B)(6)